Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in spain. On 20-may-2024, it was reported by the patient that six infusion set was kinked within 3 hours of insertion. Event was occurred on 20/05/2024, 24/05/2024, 29/05/2024, 10/06/2024, 25/06/2024, and 30/06/2024. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.